Manufacturer narrative:
(B)(4). D10: 113633 comp primary stem 13mm mini lot 882410. Xl-115364 arcom xl 44-36 std +3 hmrl brg lot 662390. 118001 versa-dial/comp ti std taper lot 986760. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was initially implanted with a total shoulder arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons. During the revision procedure, the surgeon noted the humeral tray was fractured and the taper would not disengage from the stem. Therefore, the surgeon removed the taper and stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that during a revision procedure approximately 14 years post-implantation, the taper was stuck in the stem and a tray broke, resulting in explantation of the stem and implantation of a replacement stem. During the procedure, attempts to disengage the taper using taper extractor pliers and a modular extractor were unsuccessful. The surgeon elected to remove the stem and implant a 13 mm standard stem. Trialing was performed; an initial +5 tray/+3 poly construct was reduced but remained loose, so the construct was changed to a +10 tray/+3 poly configuration, which provided satisfactory stability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; d4; h2; h3; h6; the reported event was confirmed by review of pictures and x-rays. Visual examination of the provided picture identified the humeral tray taper has fractured off. There appears to be scratches on the underside of the tray and suspected bio debris are present, indicating signs of use. Additional evaluation of the tray cannot be made without product return. The explanted stem and the +5 tray and +3 poly construct are also shown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse shoulder arthroplasty showing dissociation (fracture) of humeral tray, superior movement of the humeral component which now overlaps and may be contacting the glenosphere, metallosis, large pseuotumor, glenoid component partial pullout, suspicion of glenoid screw fracture, and osteolysis of the proximal humeral shaft. The glenoid component appears to be partially pulled out of the glenoid. This apparent migration is consistent with glenoid component loosening. A linear vertical lucency projecting over the proximal screws near the humeral baseplate suggests hardware fracture. Generalized reduced bone mineral density. Fracture of third lateral rib, likely subacute. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.